Manufacturer narrative:
The electrodes were returned for evaluation, the customer report was observed during visual evaluation. It was attributed to the selt test jumper wire pulling throught the foam tape when the packaging was opened (this is supposed to disconnect). This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This connection impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), a wire had become dislodged from the electrode pad. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.